Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. UDI# (B)(4) lot unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility contact number (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent implant surgery. During the procedure, the retrograde nail insertion of expert humerus nail was hardly possible with the appropriate aiming arm. The nail could not be inserted completely, because the instrument abuts on the soft tissues. Surgery was prolonged for twenty (20) minutes. Patient outcome was reported as no patient harm. Concomitant devices reported: cannulated connecting screw (part# 03.010.053, lot# unknown, quantity 1). Nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) insertion handle for ti cannulated humeral nails-ex. This is report 1 of 2 for (B)(4).